Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that both leads were used on the same patient and that a third lead was ultimately opened to complete the implant procedure. High impedances that were greater than 10000 ohms were measured on electrodes 5, 6, 8, and 9. It was stated that the contacts with high impedances did not have a clinical response. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6), ubd: 25-oct-2027, UDI#: (B)(4), product type lead product ID 977c190 lot# serial# (B)(6), ubd: 14-dec-2026, UDI#: (B)(4), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a problem with the wireless external neurostimulator (wens) and leads whereby there were high impedances and no clinical response. The products were replaced and the issue was resolved. No further complications were reported or anticipated.